Manufacturer narrative:
These error messages are displayed when: moisture within the internal components via the articulation sleeve material; false positive over temp; real over temp conditions (safety mitigation). A corrective and preventive action was opened and actively pursued in order to improve the durability of this material.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00075) submitted in 2016 did not go through correctly. Additional event information: update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The customer service engineer visited the site, and determined the customer made an error in the patient registration. The study images were found on the system. This is not a product malfunction but is a result of error by the user.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00075) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. The system error was not reproduced during the investigation, but the leakage test failed with articulation sleeve hole by material quality. Articulation sleeve material inspection & re-work process has been implemented since november 2015, and a new sleeve material would be developed.